Event description:
The pt bend down to pick up a bag and it felt like something "cracked". Afterward, the pt experienced intermittent stimulation sensation. He only felt stimulation when he pressed down on the lead location of his right arm. The pt did not feel stimulation when device setting were increased. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.